Manufacturer narrative:
(B)(4).

Event description:
A pacemaker vns case study was reviewed which showed that a vns patient was found to have frequent episodes of atrial fibrillation on the ECG telemetry. The emergency room physician ordered a holter monitor which detected not only many short episodes of atrial fibrilation, but also frequency episodes of sinus bradycardia associated with 2:1 av block. The patient was referred for cardiology consultation. It was noted that review of the holter tracing revealed more episodes of sinus bradycardia with 2:1 av block during the night time than the day time. In contrast, there were more episodes fo af during the day time than the night time. Analysis of the holter tracings suggested possible correlation of the arrhythmias with vns stimulation because of the intermittent nature of the arrhythmias. It was noted that the patient adamantly declined further alteration to her vns. The patient was implanted with a pacemaker because of the well-documented symptomatic bradycardia. It was noted that the patient's symptoms resolved with pacemaker implantation.

Event description:
This event was previously reported in manufacturer report number # 1644487-2011-02834.